Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an unspecified procedure, the physician used an ngage nitinol stone extractor device through the right flexible ureteroscope. The physician noticed that the handle of the device was detached when he tried to take out the stone from the patient's body. The physician removed the device from the patient's body and completed the procedure by using a new ngage nitinol stone extractor device. No unintended section of the device remained inside the patient's body. The patient did not require an additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, the device history record, documentation, specifications, quality control and visual inspection of the returned device was conducted. One ngage nitinol stone extractor was received for evaluation. The device was returned with the unidex handle (udh) detached from the basket assembly. A wire extends 5mm from the end of the male luer lock adaptor (mlla). Also noted, 1 mm of the support sheath extends from the nose of the mlla and 1 cm of the tip end of the support sheath is bent. The braiding is separated on the basket sheath. The support sheath and the basket sheath remain attached. At the point of separation, the ends of the cannulated handle have a pinched appearance. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed no non-conformances during the manufacturing process. A review of complaint history revealed this complaint to be the only complaint associated to this device/lot number 7539157. The definitive root cause of this device issue could not be determined and no conclusion can be drawn. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.